Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a total hip replacement procedure, immediately after the ceramic head was secured to the neck of the femoral stem, the physician assistant observed a thin linear mark at the base of the head. The surgeon asked if it was a crack. He removed the femoral head and examined the mark. He could not determine if the mark was a fracture so he requested another femoral head.

Manufacturer narrative:
An event regarding an appearance issue (possible crack/fracture) of a ceramic head was reported. Following visual inspection no crack/fracture of the ceramic head was evident but an appearance issue (scratches) was confirmed. Device evaluation and results:visual inspection: scratches were observed on the inner taper and taper rim of the ceramic head, no evidence of material integrity issues (cracks) were noted. Medical records received and evaluation: there were no medical records received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: scratches were observed on the taper rim of the ceramic head, no evidence of material integrity issues (cracks) were noted. The root cause of the scratches could not be determined. If additional information such as operative reports become available this investigation will be reopened. No further investigation is possible at this time.

Event description:
During a total hip replacement procedure, immediately after the ceramic head was secured to the neck of the femoral stem, the physician assistant observed a thin linear mark at the base of the head. The surgeon asked if it was a crack. He removed the femoral head and examined the mark. He could not determine if the mark was a fracture so he requested another femoral head.